Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd phaseal¿ infusion adapter c100j was found leaking as "hcp found leakage occurred between the infusion bag and connection of c100j and the floor was wet". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation by our quality engineer team. Upon examination of the returned sample, leakage was observed. The rubber stopper of the infusion bag was found damaged, however, no defects were found in the infusion adapter. A device history record review did not reveal any non-conformances during the production of the provided lot number that could have contributed to the defect of leakage. During the assembly process, inspections are performed regularly to detect defective products. All components of connector c100, except the membrane, are molded in nolato supplier. After molding, the components are assembled in s. Agustín plant. During assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages. The operator takes 24 samples for each 1.000 units and verified the welding of the membrane, correct assembly and quality of the components. During the packaging process of phaseal product, visual inspection of the product is performed by the operator according to ph-009 and ph-307. Eight samples are taken for visual inspections (2 strips) to verify the quality of the blisters. 100% visual inspection is performed for all phaseal product by the operator before place the product in the unit case. During the load of product in the unit cases, the operator checks the correct quality of the product (free of damages, f.m). In case of faulty product, it is sent to scrap. In case of packaging defects, samples are picked up and packaged again. Leakage test is performed in all lots according to (B)(4). Conclusion: in this case the leak was confirmed. The damaged was found in the rubber stopper of the infusion bag. No defects were found in c100 infusion adapter. Based on the low severity and frequency of the defect, it was determined that no CAPA is required. Production will continue to be monitored for defects and potential trends.